Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Unit had minor scratched display window, cracked case at display window corner, battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated that the numbers kept scrolling up when he entered the carb information on the insulin pump. Customer's blood glucose was 150 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. The customer was advised to do self test and the insulin pump passed. No further information provided.